Event description:
Additional event information received: - the event occurred before the procedure - the device was inspected before use and no abnormalizes were observed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issues of the blade or flex protruding was confirmed. The root cause of the issue could not be determined, however, it is likely that the defect is due to use stress, external factors, or handling. Additionally, foreign matter inside the nozzle was confirmed, though the foreign matter could not be identified and the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the metal braid within the coating was cut with a strand protruding from the coating. This is attributed to physical stress by handling. In addition, there was presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Other observations for the device: due to wear of angle wire, the play of up/down knob and bending angle in up direction is out of the standard value; due to a pinhole on connecting tube and suction tube in universal cord, water tightness is lost; distal end rubber coating (a-rubber) adhesive has a chip; adhesive around objective lens (ob) and light guide lens (lg) is peeled; lg lens has a crack; ob lens has discoloration; indication on scope connector is peeled; image guide (ig) protector has a chip; paint on air/water cylinder is peeled; control unit has discoloration; due to a scratch on objective lens, the image has partial dark area; and protector of universal cord, scope cover, switch box, forceps elevator lever, forceps elevator knob, distal end cover (c-cover), up/down knob, right/left knob, flexibility ring, scope connector, universal cord, grip, control unit, a-rubber have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Information about reprocessing at the facility: the device was not cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. It is not possible that the device was used in a case with a foreign object attached to it. Pre-cleaning information: there is no delay to the start of pre-cleaning which is done properly. The device is soaked in cleaning fluid. Water and air was supplied to the air/water nozzle. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid is sent to the air/water nozzle. There are no concerns about reprocessing.

Event description:
Customer returned the device for the issue of a strand protruding from the insertion tube, image guide serpentine part (ig serpentine). There is no harm to any patient or healthcare professional. Upon evaluation of the device it was observed that the metal braid within the coating was cut with a strand protruding from the coating. This is attributed to physical stress by handling. In addition, there was presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of presence of foreign material in the device nozzle as observed during device evaluation and the strand of the braid protruding from the coating.